Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. Antibiotics were prescribed to treat the infection. Approximately 17 days later, the healthcare provider elected to explant the evoke scs system.